Manufacturer narrative:
When the technician investigated the q-link, s65-carriage and overhead lift, everything functioned as designed. No malfunction could be identified. The account did not place the hook correctly with the extension arm of the lift. According to 7se125213 rev. 02 "extension arm multirall", hill-rom states that the user shall make sure that the q-link is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom's investigation indicated that there was no evidence of a malfunction. Hill-rom was unable to duplicate the alleged condition and the device performed as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during a patient transfer, the q-link of the lift detached from the s65-carriage. The lift was located in ICU at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).